Manufacturer narrative:
(B)(4).to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted

Event description:
The customer reported that the device did not seal the tissue being worked upon properly. There was no patient injury. The site has indicated that there is no additional information available regarding the device and incident.